Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that on the initiation of cpb (cardiopulmonary bypass), venous drainage was poor and air was seen in the venous line. The initiation of cpb was terminated and the venous air was removed from the tubing. The perfusion team noticed, at this time, that the venous reservoir was not vented to atmosphere, as is routine practice. A non-vented cap was seen on the vent port of the venous reservoir and not the usual vented cap. Cpb was again initiated and about three minutes after the start of cpb, the cv surgeon noticed that the venous drainage was poor and the right heart was dilated. In addition, the perfusionist observed air in the venous line. Air was also observed in the aorta and arterial circulation. It was assumed that the pt had a pfo (patent foramen ovale). Cpb was terminated and air was removed from the right heart, aorta, and venous line of the perfusion circuit. The pt was off cpb for a few minutes. After cpb was re-started, the pt was cooled to 20 degrees c in planning for deep hypothermic circulatory arrest and a period of retrograde cerebral perfusion. Retrograde cerebral perfusion is commonly used in the process of evacuating air from the cerebral circulation. When the pt had reached 20 degrees c, the arterial pump and circulation was stopped. The aortic line of the cpb circuit was connected to the svc (superior vena caba) cannula and rcp (retrograde cerebral perfusion) was started and this was done for about 5 minutes. After rcp, the arterial line was re-connected to the aortic cannula and standard cpb was re-started and the pt was warmed slowly as the aortic valve replacement and tricuspid valve repair was being performed. After the surgical repair was near completion, the pt was fully warmed back to 37 degrees c and the pt was weaned from cpb without difficulty. The pt did not respond to commands in a few hours after the procedure, as is normally the case. Three weeks after the procedure, the pt is still on a ventilator and still has signs of neurologic dysfunction and remains in the hospital under intensive care. The surgical procedure was completed, as scheduled. There was no blood loss related to this incident. The procedure was delayed due to the air removal process and due to the emergent need of deep hypothermic arrest and retrograde cerebral perfusion. These emergent procedures delayed the surgical procedure by about 30 minutes.